Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The 55-year-old female patient with acute decompensated chronic cardiomyopathy and renal insufficiency was resuscitated and required high-dose inotropic and vasopressor support following a successful bicuspid aortic valve replacement. An impella cp device was inserted via the right femoral artery. The patient had a do-not-resuscitate/comfort measures only order. She subsequently developed ventricular tachycardia progressing to cardiac arrest, followed by pulseless electrical activity. The patient ultimately expired while on mechanical circulatory support. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4 (catalog, serial). The root cause of the injury was not determined due to insufficient clinical details.